Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over 3 months after the implant was placed in site 6, an osseointegration failure was observed. The 35+ ncm of torque was applied to the implant at the time of surgery. The bone quality was determined to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over 3 months after the implant was placed in site 6, an osseointegration failure was observed. Thirty-five+ ncm of torque was applied to the implant at the time of surgery. The bone quality was determined to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).